Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that their son experienced high blood glucose level of 480 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer declined troubleshooting and stated that they change the infusion set and they have spoken to the doctor. The devise was not returned for analysis.